Event description:
Caller alleged discrepant inratio results. Results as follows: ed doctors date: 1/25/15; 1/26/15. Inratio: 4.5; 2.6 poc: 8.x; poc: 1.6. Time between tests on 1/25: ~1 hour; time between tests on 1/26: ~10 minutes; therapeutic range: 2.0 - 3.5. The patient went to the ed on 1/25 due to a nose bleed. While in the ER, the patient was given a vitamin k injection and vessels were cauterized. The next day (B)(6)), the patient self tester went to their primary physician. Tests were performed on the physician's poc meter as well as the inratio monitor. The patient stated it was a difficult finger stick; there was some milking of the finger, and multiple drops were used for the inratio test. The patients last dose (5mg) of warfarin was taken on the evening of (B)(6). The patient was instructed at the ed to withhold their warfarin dose on (B)(6).

Manufacturer narrative:
Investigation: the meter associated with the complaint was returned. The customer's complaint of discrepant results were not replicated during in-house investigation. Retain strip testing results met both accuracy and strip repeatability criteria. The returned meter met functional and thermistor testing requirements during investigation. A couple of technique issues were identified in the complaint. These could not be ruled out as a cause of the unexpected results. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. When searching through the returned meter's memory, the customer's result of 2.6 was found on the reported date of occurrence, but the customer's result of 4.5 was not found. Instead, a result of 4.3 was located in the memory on that same reported date of occurrence. The impedance curves of the results of 2.6 and 4.3 were analyzed. The 2.6 impedance curve appeared normal in shape and did not exhibit characteristics of a weak-slope change, however the impedance curve for 4.3 exhibited a weak slope change. The impedance curve analysis associated with this case found a curve which exhibited a weak slope change. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, sepsis) can contribute to weak slope change impedance curves. The patient had an unspecified liver condition at the time of the alleged discrepant result. CAPA-(B)(4) has identified chronic inflammatory liver conditions as conditions that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. A possible root cause is the patient having an unspecified liver condition which may have contributed to an impedance curve that exhibited a weak-slope change. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. An impedance curve with weak slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Further investigation is being performed under CAPA-(B)(4) for this issue.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Correction: in the initial investigation, the impedance curves were analyzed visually. The impedance curves were analyzed statistically on 04/29/2015; see additional information below. Additional information: the impedance curves of the results of 2.6 and 4.3 were statistically analyzed to determine if they contained a weak slope change. The impedance curve analysis found curves that exhibited weak slope change.